Manufacturer narrative:
The body section of the fractured abutment was returned with a crown securely attached to it. Additionally, the internal lobe section, the cuff section and the abutment screw were also returned. The abutment fractured horizontally at two separate locations, the first fracture originated in the cuff segment approx 1 mm above the base of the retaining screw. The second fracture originated just above the internal lobe connection. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not unexpected. The root cause of this event could not be determined. The lot number of the device was not available; therefore, the manufacture date of the device is unk. This product is supplied by keystone dental as a non-sterile device, consequently there is no exp date noted. (B)(4).

Event description:
The complainant reported that a male pt had a prima zi abutment placed at fdi site 43 on (B)(6) 2009. The abutment was reported to have fractured (B)(6) 2011. There was no indication from the complainant of any adverse effect to the pt as a result of the reported abutment fracture.